Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, unknown if trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture was stitched to the arterial back wall. The method used to unstitch the artery and how hemostasis was achieved were not specified. There was no reported adverse patient sequela. Though requested, additional information was not provided.